Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint. Testing was not performed as the potentially (B)(6) contaminated extension sets were discarded to eliminate the risk of exposure. The root cause of this failure could not be identified.

Event description:
Unexpected return- medication label attached to product - lipids ( 100ml) infuse over 142 hr.52 min tubing broke, observed set separated from lower fitment.

Manufacturer narrative:
Correction to initial report date of report.

Event description:
Unexpected return- medication label attached to product - lipids ( 100ml) infuse over 142 hr.52 min tubing broke, observed set separated from lower fitment.

Event description:
Unexpected return- medication label attached to product - lipids ( 100ml) infuse over 142 hr.52 min tubing broke, observed set separated from lower fitment.

Manufacturer narrative:
Due to the potential for hiv exposure during receiving and investigation, it was decided that these sets would not be investigated. Although the set was not handled further, the photo of the set was evaluated and the reported separation was confirmed. The separation was at the engagement of the pvc tubing to the outlet of the lower fitment component. The probable cause of the separation was insufficient and/or lack of solvent on the tubing engagements.